Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "rippling". Healthcare professional reported right side deflation. Device was explanted.

Manufacturer narrative:
Visual analysis of the returned device identified: creases flat and wear abrasion. Leak test and microscopic analysis was performed which identified: the device had no leakage and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is wrinkles (creases) are observed but have no relationship with manufacturing. The device has no leakage. Reason for reoperation was deflation.

Event description:
Patient reported right side "rippling". Healthcare professional reported right side deflation. Device was explanted.